Event description:
Information received from nursecomm call. Customer states that the IV access: d/l PICC right arm is obstructed and the pump alarms unattended, down occlusion, and set 4. Interventions provided as follows: instructed caller to check line for kinks, clamps, or twists in line and remove. Caller denies any kinks, clamps, or twists in line. Instructed caller to attempt to flush line per agency providing cares protocol. Caller was unable to flush either lumen. Instructed caller to contact agency providing care that line is not flushing or to go to the emergency room to have line accessed.

Manufacturer narrative:
Product was not returned. Attempt was made to the patient and received the information that the patient went to the emergency room to flush line. It was obstructed.